Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # v308324, implanted: (B)(6) 2010, product type lead; product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot # v286690, implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
It was reported the patient¿s implantable pulse generator (ipg) got caught on something and it popped, ripped the machine into a different spot, when she got into/out of a vehicle two weeks prior to the date of the report. It was noted it hurt so bad that she was pale/white, nauseated and almost passed out. At first it migrated 1 inch to the right and 1 inch down. When the patient looked the day prior to the date of the report it was 3-4 inches over and close to the spine, where before it was right over the kidney area. The patient was not sure if it tore muscle or what but was considering going to hospital to have it checked out. It was noted the ipg had not moved in 4 years since it was implanted. The patient¿s therapy was not effective and wanted to try new options at the time of the report. The patient had a primary care appointment with a new doctor (B)(6) 2014. No outcome was reported for this event and additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.